Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The cause for the monitor failure was isolated to an open driven ground resistor r781 on the monitor c/a board. The root cause for the open resistor could not be positively identified. No adverse event resulted from the defective monitor. The last patient to use this monitor did not report any deficiencies.

Event description:
A review of service data detected a reportable event. During servicing, monitor sn (B)(4) failed incoming functional testing. The last patient to use this belt did not report any deficiencies